Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, water invaded the el-connector, which led to abnormality of electronic parts. As a result, the suggested event occurred. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. It has been over 13 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image on the screen, it was fuzzy was not confirmed, however the occurrence was likely as a sporadic failure. The device evaluation found the following non-reportable findings: image flicker, distal end plastic cover had minor scratches, water invasion at scope connector, and electrical connector had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had no image on the screen, it was fuzzy. The issue was found during preparation for use for a diagnostic esophagogastroduodenoscopy procedure. The procedure was completed with no delay using a similar device. There were no reports of patient harm.